Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: it was reported during follow up that the cause of the peritonitis event was a breach in aseptic technique. The breach in aseptic technique was not further described. The patient was hospitalized for the event and began treatment with amikacin injection (125mg, ongoing) for peritonitis. On an unknown date, the patient was discharged and has recovered after nineteen days. It was not reported if the patient was retrained on proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.